Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during dwell three of five. Home patient (hp) states he disconnected himself at the beginning of therapy using aseptic technique and then reconnected to the hc using aseptic technique. The technical service representative (tsr) assisted the hp with clearing the alarm. Tsr advised hp to start over with all new supplies or perform capd to complete therapy. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.